Event description:
Treatment of a large unruptured saccular dorsal wall aneurysm measuring 12.7mm x 7.2mm located in the left ica (internal carotid artery). The patient presented with neurological symptoms of headache. The mrs (modified rankin scale) = 2 (slight disability, able to look after own affairs without assistance, but unable to carry out all previous activities). On (B)(6) 2013, the patient was treated with the placement of one pipeline (3.75mm x 16mm). The patient was on plavix and aspirin at baseline and given heparin intra-operatively. The heparin was reversed with 30 mg IV protamine. There were no complications noted. The post follow-up imaging showed a scale of roy and raymond as residual aneurysm. An mrs was not done. The patient was discharged on asa and plavix. The patient reported a mild, non-serious adverse event of a visual disturbance described as a bilateral star-like phenomenon with onset immediately following the procedure. No treatment was given at the time. On (B)(6) 2013, the subject was seen by ophthalmology. Intraocular pressures, color vision, stereopsis, confrontational fields, ocular motilities, cover testing, and pupillary responses were normal. Slit lamp normal with one small blocked meibomian edge disc and spontaneous venous pulsations but macula, vessels and periphery all appear normal. No further treatment was given. Adverse event is noted as related to the device and is noted as ongoing. On (B)(6) 2013, the patient reported a moderate, non-serious left sided headache. The headache was treated with medication. The medication prescribed was not provided. Imaging on (B)(6) 2013 showed the aneurysm had completely occluded. As of a follow-up visit on (B)(6) 2013, the patient reported the headache had abated. The adverse event is noted as related to disease.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).